Manufacturer narrative:
The third party service agent opened the device in order to perform an internal inspection and observed a loose connection.  The specific loose connection was not reported to physio-control. The third party service agent advised that after reseating all of the internal connections, the reported issue was resolved. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer's device and verified the reported issue. The third party service agent will repair the device. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control report that the customer's device would not power on using ac or dc power. There was no patient use associated with the reported event.